Manufacturer narrative:
Review of this MDR and/or additional information received shows this event did not / does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they hadn't charged or used stimulation since they had been in a car accident because it hadn't been working since then. No patient symptoms were reported. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that "there must be some confusion" as the patient never stated that the implant didn't work and it wasn't a motor vehicle accident. It was a (B)(4) issue. The patient contacted the manufacturer to verify that she could receive an MRI with the implanted device and wanted someone to contact her treating physician know that the implanted device could in fact be put in MRI mode. The patient needed the MRI for the physician to be able to see her injuries and for a more definitive diagnosis to be given to the (B)(4) and a hearing officer.